Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insulin gauge was intermittently inaccurate. Additionally, the pump declared multiple intermittent occlusion alarms. No reported adverse impact to the customer's blood glucose. Customer declined troubleshooting and follow up call from tandem technical support.